Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 54 mg/dl at the time of the incident. The customer went as high as 300 mg/dl. The customer was at 198 mg/dl at the time of the call. The customer used food to treat the low. Troubleshooting was completed but did not resolve the issues. The customer reported huge blood glucose spikes and dips on the day of the call. The customer noted few small air bubbles in their current reservoir and tubing. The reservoir will be returned for analysis.